Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2007: patient presented with following pre-op diagnosis: rule out pseudoarthrosis l5-s1 with adjacent segment disease. Diskitis at l2-3 above previous fusion. Patient underwent the following procedures: removal of segmental pedicle screw and rod fixation with exploration of fusion l3-s1. Revision in site posterolateral transverse process and facet fusion with rhbmp 2, l5-s1. Adjacent level disease adds on fusion with rhbmp-2, autograft matrix l2-3. Cortical screw, pedicle rod fixation l2-3. Scar revision, 10 cm. Soma losensory evoked potential, direct pedicle screw stimulation. As per-op notes: l5-s1 was decorticated rhbmp-2 was prepared on collagen sponge and packed into this facet region, facet complex and lateral mass complex to enhance the bulk of 5-1 level. L2-3 facet complex, disk was identified and decorticated and bmp was prepared and this was done for l2-3 fusion also. No patient complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.